Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of does not work was confirmed as an f-38 alarm. The cause was the force sensing resistors (fsrs) being out of specification. To resolve the issue the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up report will be sent.

Event description:
It was reported that a flogard infusion pump does not function. There was no patient involvement. Additional information was requested and is not available.